Event description:
It was reported that after implantation of the lv lead, there where no sensing on the lv channel. The lead was explanted. The patient's condition was good.

Manufacturer narrative:
(B)(4). The damage was sustained during the surgical procedure. The lead was otherwise normal. UDI (di): (B)(4).